Event description:
It was reported that a patient experienced fluctuating blood glucose levels, particularly at night. The patient stated that she had previously performed a factory reset and, while reviewing her settings, noticed that the night target was set to off. She asked whether it should be turned on and was advised that this was a discussion to have with her healthcare provider or trainer. The patient reported going low at night, treating with juice, and then experiencing subsequent glucose levels rising to approximately 300 mg/dl. She stated this had been occurring almost nightly for the past couple of weeks. The patient requested to speak with clinical support regarding another potential factory reset, and follow-up was arranged. Upon review of her data, the patient appeared to be making meal announcements correctly and using the device appropriately; however, her glucose continued to fluctuate. She reported having performed a factory reset three to four months earlier and believed she might be overcorrecting low glucose levels, leading to subsequent highs. She stated that her glucose did not rise quickly enough after treatment, causing her to panic and overtreat. Her lowest glucose level during the event was 39 mg/dl, and her levels remained outside the 70¿180 mg/dl range for approximately two to three hours. She treated low glucose with orange juice and did not use additional backup therapy. No ketone testing was performed, and no recent steroid injections were reported. The patient indicated that she received some form of professional medical intervention but did not specify further details. She reported no immediate health effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.